Event description:
It was reported that during follow-up, an increase in capture threshold was observed on the left ventricular lead; no patient symptoms were reported. The pacing configuration was altered and a better setting was found. The patient was noted to be in good condition and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.